Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that an infusion of an unspecified medication 1000ml at a rate of 125ml/hour was initiated on (B)(6) 2019 at 2351. On (B)(6) 2019 at 0233 the rn entered the patient's room to address the pump alarm for air in line to find that the IV bag was empty.

Event description:
It was reported that the primary infusion of/2ns with potassium 20meq/1000ml programmed at a rate of 125ml/hour was initiated on (B)(6)2019 at 2351. On (B)(6) 2019 at 0233 the rn entered the adult patient's room to address the pump alarm for air in line to find that the IV bag was empty. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Diagnosis: hypertension. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.